Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with fatigue. Device interrogation revealed that the patient's atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.